Event description:
It was reported that the customer was admitted in the intensive care unit due to diabetes ketoacidosis and high blood glucose of 624mg/dl. It was stated that the customer experienced nausea. . The caller stated that the battery cap was stripped and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with stripped battery cap coin slot.